Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative reload was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, there was no problem during cartridge's setting by the nurse. The surgeon inserted the device into port, when he/she was operating it, the status indicator of the device began to flash green even the device had not entered firing mode then the device did not work at all, including articulating and rotating etc. The device was removed from the port, and a new cartridge was opened and set again, but the articulating and rotating of the cartridge could not be performed. After that a new powered stapler was opened and used, the procedure was completed without problems. The surgical time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.